Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: cardiac arrest/stroke/peri-procedural adverse event: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Additional information received b5 and h6 updated. Correction: e4.

Event description:
Regarding this complaint, a CT scan had been ordered for this patient but had not been completed. The left pupil was blown and non-reactive and a negative dolls eyes exam occurred. There were other signs of neurological damage as well. The team determined that the upper brain stem functions were no longer present, i.e. The patient had no cough, no gag reflex, no movement to painful stimuli, but the lower portion for hr and respiratory rate were still intact at that time. The neurologist suspected a brain bleed, but to my knowledge the family opted to withdraw care prior to the CT being completed. The patient has now expired, and the pump is not available for return.

Event description:
The user facility reported an 82-year-old male patient who was noted to have a blown left pupil and minimal neurological activity, with brainstem reflexes only. Neurology was consulted, and a computed tomography scan was ordered. The patient had previously experienced a cardiac arrest with prolonged resuscitation and achieved return of spontaneous circulation, after which an impella 5.5 was implanted. A heparin infusion was initiated following implantation, with therapeutic ptts reported. All other laboratory values were reported as stable.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.